Event description:
Healthcare professional reported left side implant rupture. MRI identified deep implant capsule folding and single microcysts. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe. Crease/folding of implant: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, d4, e2, e3, g1, h6.

Manufacturer narrative:
Continued: e1- phone number: +(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. MRI identified deep implant capsule folding and single microcysts. Device has been explanted. This relates to the left side.